Manufacturer narrative:
(B)(4).

Event description:
It was reported that the trial patient began to have a back ache on (B)(6) 2013 and she felt discomfort in her hemorrhoids from stimulation. The patient also felt discomfort and pain in the vaginal area from stimulation. The patient stated that she was at 6 for stimulation and would decrease to see if that relived the discomfort. The patient also stated that prior to the trial she would urinate 50 cubic centimeters, but since her trial began she had been voiding 4 cubic centimeters and had to catheterize three times per day. The patient intended to contact her healthcare provider (hcp) on the afternoon of the report. About two and a half weeks later it was reported that the patient was given pain medication. The patient went on to implant and her outcome with the device was noted as helpful, but not curative.